Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (faded serial number and end cap) identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms (104) on 17-jan-2023 at 08:56:00.000. Failed batt/battery failed alarm (58) on 17-jan-2023 at 09:15:43.000. Pump passed self test and displacement test. Pump failed sleep current measurement test and active current measurement test. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and in corroded battery tube. Pump failed sleep current measurement test and active current measurement test due to moisture damage in corroded battery tube and on pcba1. Cosmetic damage confirmed at battery tube threads, battery tube case, and corner of belt clip rails. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states. Patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump's battery compartment and pump did not detect battery. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan as per hcp instructions. The pump was returned for analysis.